Event description:
It was reported that the caller experienced ongoing, intermittent occlusions that led the customer's blood glucose level to exceed 500 mg/dl, displaying as "high" on the cgm. The customer managed the high blood glucose by administering a correction injection via mdi and resolved the occlusion events by changing the infusion set and cartridge, then resuming insulin. There was no additional information received regarding the event.